Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not fracture and was reported in error. The failure mode found during investigation was not re-portable as it did not cause any serious injury in the past.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a fractured impactor was returned from a hospital account. Attempts have been made and no further information has been provided.